Event description:
It was reported by a consumer that a screw backed out of the second toe of the left foot of the pt and was removed by the surgeon. The initial surgeon was (B)(6) 2013. The surgeon reported he did not know the product ID; and did not know which specific screw was removed but was advised to speak to the distributor. It was initially reported by the distributor that the newdeal screws were used for the pt surgery. (See mfg report number 9615741-2014-00014) the screw was implanted (B)(6) 2013 and reportedly backed out and was removed in (B)(6) 2013. A precise date was not known. Surgical notes were provided by the pt on (B)(6) 2014 that provided the product ids for all devices implanted in the surgery of her left foot. The distributor stated he did not want to provide additional info.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.